Event description:
It was reported that during implant, the doctor determined that the lead has dislodged as he felt play in the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.